Manufacturer narrative:
Analysis of the computer found no fault with the device. The computer booted normally to the application screen and the ent program started and ran normally. The ent exam list showed 1 patient and it loaded normally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. After uninstalling and reinstalling the software, the rep could not get any patient exams to load. A new computer was installed and then the system worked as intended. However, the rep later found that the exam was still not loading. The rep checked the back of the disc drive and the connections were in properly. The rep found that the disc drive would not load patient exams. The disc drive was replaced. The system then passed the system checkout and was performing as intended. The computer that was replaced was returned to medtronic but was under analysis at the time of filing. The disc drive that was replaced was returned to medtronic for further evaluation. Visual/physical examination and functional testing were performed. The drive was returned with a faulty exam disc inserted that would not load. After removing the faulty disc and inserting a known good disc, the drive was able to load and archive exams without issue. There was no failure found with the drive; the drive was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a medtronic representative (rep) was unable to load exams on the navigation system. The rep had just uninstalled and reinstalled the software. After reinstalling, the rep was attempting to load a demo head as well as a normal patient but neither would work. It would count up as if it was downloading, give a transfer complete message, but then nothing would show up in the patient list. The rep checked the incoming folder and was able to see the patients and demo stuck in there. Removing those as well as rebooting did not resolve the issue. The rep reinstalled the ear, nose & throat (ent) software a second time but was still unable to load the exams as the studies were getting stuck in the incoming folder. There was no patient involved with this event.